Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, the patient was presented to emergency room with severe pain. According to the radiologist, the patient had intussusception. Patient was going to theatre for the reported event. Additional information received indicated that the patient also had a bezoar and the causative food was bok choy. The physician informed that the plan was to try to pull apart the bezoar under endoscopy and if that fails laparoscopic surgery may be required. The phytobezoar grew around the normal loop of intestinal tube.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. There was bezoar wrapped around the distal end of intestinal tube causing a partial small bowel obstruction and abdominal pain. On (B)(6)2018 an upper gastro-intestinal endoscopy to break up and remove bezoar was not complete as a small amount was still attached to the intestinal tube. Patient was discharged on (B)(6) 2018. On (B)(6) 2018, the intestinal tube was replaced.